Event description:
Customer reported receiving imprecise adc meter readings of 50 mg/dl and 51 mg/dl, 311 mg/dl, and 314 mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference between the values is considered clinically significant. There was no report of the death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for investigation and a report will be submitted when the investigation is complete.